Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging chronic obstructive pulmonary disease (copd). There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. Maximum attempts were made to have the device returned for evaluation, investigation and to gather additional information but were unsuccessful. The device has not been returned to the manufacturer. At this time, no further investigation can be requested. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging chronic obstructive pulmonary disease (copd). There was no report of medical intervention. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation dust-like contamination was observed on the blower box, blower, and at the air inlet of the blower box. An unknown material was observed on the rear panel. The manufacturer also confirmed the presence of multiple contaminants in the secondary findings that were not consistent with degraded sound-abatement foam and were most likely introduced from an external source. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's downloaded logs were reviewed by the manufacturer. There was one error found. The manufacturer concludes there was evidence of sound abatement foam degradation in the device and was not able to confirm the customer's complaint.